Manufacturer narrative:
Overall investigation summary is as follows: incident: extravasation event. Inspection of equipment requested. Regional service completed general inspection of injector, conducted performance tests according to protocol and verified flow rate & pressure limits were within permitted range. Service stated "the reported problem (was) attributable to bad connection to patient. No pressure problems found. Equipment is operational." The injector does not have the capability to prevent or detect an extravasation (infiltration). However, precautions to minimize an extravasation are provided in the operator's manual. Additionally, described in the manual are i.v. Site patency check techniques, including a manual method and another using a patency key in the setup screen. Cts history search shows no other similar issues with this unit. Root/probable cause code is as follows: personnel - performance - failed to follow procedure - service stated "the reported problem (was) attributable to bad connection to patient. No pressure problems found. Equipment is operational." No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics reviews and during the management review meetings to consider input for corrective action. Disposition summary is as follows: service conducted performance and verified flow rate & pressure limits were within permitted range. Service stated "the reported problem (was) attributable to bad connection to patient. No pressure problems found. Equipment is operational."

Event description:
This incident took place on (B)(6) 2018 as an extravasation event. The reporter of the event stated that the event occured during a procedure and that the procedure was not completed. She stated that there was an injury to the patient in the form of an extravasation. She also stated that there were no error codes that presented during this case. The reporter requested that the equipment be inspected. On 12 september 2018, a general inspection was completed on the injector, including completion of performance tests according to protocol, verified flow rate and pressure limits were within permitted range. Reported problem attributable to bad connection to patient. No pressure problems were found and the equipment is operational.